Event description:
It was reported during remote follow up that the right ventricular lead exhibited sensing amplitude variation, loss of capture and low pacing impedance. X-ray revealed potential cardiac perforation. The lead was explanted and successfully replaced. The patient was stable.